Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip dove medial) and clip caught in chordae were unable to be determined. The reported tissue injury was a cascading event of the reported clip caught in chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, and flail. A mitraclip xtw was inserted, and grasping was performed. After grasping the leaflets twice and repositioning the clip, the xtw was implanted. A mitraclip xt was then inserted and was advanced under the valve. However, imaging revealed that the clip had dove medial. It was noted that the clip remained closed, and while attempting to remove the clip, resistance was encountered. The clip was inverted, but the clip was suspected to be caught in chordae. Troubleshooting was performed, and the clip was able to be freed from chordae. Chordal rupture medial of the valve was observed. The mr had increased, and a new small medical chordal flail occurred. To reduce the mr and complete the procedure, the xt clip was repositioned and implanted medially to the first implanted clip on the leaflets, reducing the mr to a grade of 2+. The patient was reported to be stable. There was no clinically significant delay in the procedure.